Event description:
A dental hygienist was using a benco 27 gauge long dental injection needle (35 mm) for block injection on a male pt at the beginning of his periodontal appointment. The needle broke at the hub while inside the pt's mouth. The hygienist called the attending dentist, who found that the needle was not visible. The dentist sent the pt to an emergency appointment with an oral surgeon, but the oral surgeon determined that recovery of the needle was not possible. The pt was prescribed analgesics. At the time of initial report, the needle was still in situ. Although the pt was initially symptomatic experiencing pain and discomfort upon chewing, taking, and postural changes such as sleeping. The pt subsequently reported to his dentist that his symptoms appear "to have subsided or disappeared." The dentist plans to follow up with the pt every six weeks. If additional info is received, it will be reported to FDA.